Event description:
The device reportedly displayed dashed lines on the screen during patient use. The device operator checked each lead connection and the device continued to display dashed lines. There were no adverse effects to the patient as a result of the reported event.